Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician believes they accidentally pressed the ¿button¿ (module release latch) when they were moving the pumps. The clinicians mentioned how this is dangerous because the channel could have fell on a person. Bd team discussed troubleshooting channel disconnects. This was reported to bd representatives during their site visit. There was no information on patient involvement.